Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 15. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2025, the implant was removed upon clinician¿s decision. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.